Event description:
Boston scientific received information that during an interrogation of this device, a warning was given that the tachy mode had been changed by the battery status and was now in storage mode meaning therapy was no longer available. The patient had been in a nursing home and not been checked in a long time so the depleted battery was not known. A temporary pacing wire was placed to provide pacing which was required for the patient. There were no additional adverse patient effects reported.

Manufacturer narrative:
All available information indicates the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.